Event description:
Analyzer generated low hemoglobin (hgb) and hematocrit (hct) results on a fingerstick sample from a pediatric pt. The cell dyn 1700 results were as follows: wbc=6,800/ul, rbc=3.63x10e6/ul, hgb=8.5 g/dl, hct=27.6%, platelet=246,000/ul. The pt was redrawn and the sample was sent to another laboratory with the following results obtained: wbc=8,500/ul, rbc=4.47x10e6/ul, hgb=11.9 g/dl, hct=34.8%, platelet=329,000/ul. There was no impact to pt management.